Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged and was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.